Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. During the procedure with the patient on the table and the physician scrubbed in, diagnostic and therapeutic catheters were inserted into the heart. Cardiac atrial mapping had been completed with the mapping catheter. An ablation plan had been set and ablator was inserted into heart. Catheter was zeroed successfully and first ablation lesions were made. At this time, they noticed that the power was being cut off early due to a sharp increase in temperature. The pump appeared to be running normally. However, when they flushed the line, they realized that they were unable to flush the catheter. All connections checked. The line was separated and flushed in pieces and they found no blockages. They attempted to flush the catheter while it was disconnected from the line and realized no fluid could enter the lumen. It feels as though there was a block in the lumen of the catheter. No patient consequence. The device evaluation was completed on 05-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, temperature, impedance and patency test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A temperature and impedance test was performed. During the analysis, a "temperature no decreasing" error occurred. Afterward, a patency test was performed and an occlusion was detected. Further investigation revealed that the irrigation tube inside the shaft area was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the irrigation tube was found bent, this failure could be related to both issues reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 10-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, temperature, impedance and patency test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A temperature and impedance test was performed. During the analysis a "temperature no decreasing" error. Afterward, a patency test was performed and an occlusion was detected. Further investigation revealed that the irrigation tube inside the shaft area was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the irrigation tube was found bent, this failure could be related to both issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the condition observed with the irrigation tube could not be determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 15-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and an irrigation issue while on use in the patient occurred. During the procedure with the patient on the table and the physician scrubbed in, diagnostic and therapeutic catheters were inserted into the heart. Cardiac atrial mapping had been completed with the mapping catheter. An ablation plan had been set and ablator was inserted into heart. Catheter was zeroed successfully and first ablation lesions were made. At this time, they noticed that the power was being cut off early due to a sharp increase in temperature. The pump appeared to be running normally. However, when they flushed the line, they realized that they were unable to flush the catheter. All connections checked. The line was separated and flushed in pieces and they found no blockages. They attempted to flush the catheter while it was disconnected from the line and realized no fluid could enter the lumen. It feels as though there was a block in the lumen of the catheter. No patient consequence. Procedure prolonged approximately 10 minutes. The temperature issue was assessed non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue while on use in the patient was assessed as MDR reportable.